Event description:
Event description guidant received information that a shorted lead message was received after induction of this implantable cardioverter defibrillator (ICD) during an elective device replacement. The previous device was an abdominal implantation and the device was replaced with a pectoral implant, using the chronic, ten year old right ventricular defibrillation lead. After receiving the shorted lead message, the shock impedance dropped to 20 ohms.